Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead a perforation, dislodgement and high impedance occurred. The rv lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.